Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2024, product: type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for fecal incontinence and urge incontinence. The trial began on (B)(6) 2024. It was reported that they had bleeding/hemorrhage. Possible wire dislodgement on first night of evaluation ((B)(6) 2024) was reported. The issue was resolved. Additional information was received on 2024-oct-20. Patient's daughter stated that on the first day the patient tried to pull out their leads causing to bleed but they were able to put them back into place with their doctor. Patient was also having a lot of gas.